Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received erroneous results for ion selective electrode (ise) potassium (k) on one patient sample. The initial result was >8 mmol/l. The sample was repeated and the result was 6 mmol/l. The customer deemed the repeat result to be the correct result. The customer was asked if the erroneous results were reported outside of the laboratory or if there were any adverse events, but they refused to provide this information. The lot number and expiration date of the k electrode in use was requested, but the customer refused to provide this information. The field service representative could not determine a cause for the issue. He checked the rinse, vacuum and probe alignment, and all looked good. He also looked at the customer's qc, which has been in and precision was good. He noted the customer does receive a lot of clotted specimens.

Manufacturer narrative:
Initial reporter's last name was provided.

Manufacturer narrative:
Due to lack of relevant information, the investigation was unable to determine a specific root cause.